Manufacturer narrative:
Death or serious injury did not occur. Medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure did not occur. A malfunction did not occur. However, in an abundance of caution, a MDR is being filed as it is recognized that the possibility exists that the ingestion of certain devices and/or the ingestion of certain devices by individuals with certain health conditions may increase the likelihood that death, serious injury or medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure may occur. The product has not been returned, evaluation is on-going.

Event description:
It was reported that the engagement of the ratchet extension with the wr150 wrench wasn't complete. Subsequently, it fell from out of the wrench into the patient's mouth and was swallowed during the procedure.

Manufacturer narrative:
"A malfunction did not occur" to "a malfunction possibly did occur." Additional information: the product was not returned. However, new ire200u (lot number: 1174106) products were pulled from finished goods and tested for engagement with the wr150 (lot number: 1174578). Two (2) ire200u devices were tested and found to connect tightly and fully engage with the wr150.